Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaints and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Two additional sensors reported (unknown, 0m000cpxpvr) have been captured under this submission. This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an FDA user report which contained the following information: a customer reported that two adc freestyle libre sensors did not penetrate his skin and that one of the sensors gave a "could not read sensor" message upon scanning. It was further reported that these two sensors and an additional sensor, detached prematurely. No further information was provided. No self or third-party treatment was reported. There was no report of death or permanent injury associated with this event.